Event description:
A malfunction alarm was reported during the loading process of the insulin pump cartridge. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in loading a new cartridge, but the alarm recurred, preventing successful resumption of insulin therapy. As a corrective measure, technical support arranged for a replacement pump to be sent to the customer and provided instructions for storage and return of the malfunctioning pump. The customer planned to use multiple daily injections as a backup therapy to ensure continued insulin delivery.